Event description:
It was reported that the right atrial lead exhibited high thresholds. It was noted that the patient had been experiencing fatigue. The lead was capped and replaced without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.